Manufacturer narrative:
(B)(4).

Event description:
Additional information: follow-up was conducted with the initial reporter. She stated that she ¿just meant that people have come through for imaging before and needed their pumps checked afterward. She did not mean anything more than that and would not have patient names to provide or managing physician details.¿

Event description:
It was reported that patients often claimed things are not working (regarding their implanted pump system) without understanding what was wrong. It was unknown as to what medication the device system delivered. No further information was available at this time. Additional was to be requested to verify the physician statement, event details, medications, patient symptoms, resolution and outcome. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant: product ID neu_unknown_cath, product type catheter. (B)(4).